Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro was cracked. The following information was provided by the initial reporter: 1 cannula holder had a crack and could not be used.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-10. H6: investigation summary: it was reported one cannula holder had a crack and could not be used. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The photo shows a needle hub with a crack. This is the sample that was received. This defect could occur if the needle hub was not centered in a fixture during production inducing damage. A device history record review was completed for provided material number 302047, lot number 9058790. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Manufacturer narrative:
H6: investigation summary: it was reported one cannula holder had a crack and could not be used. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle hub with a crack. This defect could occur if the needle hub was not centered in a fixture during production inducing damage. A device history record review was completed for provided material number 302047, lot number 9058790. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro was cracked. The following information was provided by the initial reporter: 1 cannula holder had a crack and could not be used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro was cracked. The following information was provided by the initial reporter: 1 cannula holder had a crack and could not be used.